Manufacturer narrative:
On august 10, 2021 mentor became aware that date of implantation reported incorrectly in the initial implant. Manufacturer¿s reference number: (B)(4) unknown date of implantation.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4),on (B)(6) 2021 mentor became aware that it erroneously reflected the implant date as unknown when an estimate was available. The implant date has been updated to (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 12, 2021: visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 425cc breast implant had an area of siltex cracking on the anterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor siltex round moderate profile, 425cc saline prosthesis experienced right-sided deflation post procedure. The issue was diagnosed during the surgery. As a result, patient underwent bilateral replacements as follow: l/ cat #:3504754bc, sn #: (B)(4) and r/ cat#: 3504754bc, sn #: (B)(4) on (B)(6) 2021.